Manufacturer narrative:
Clinical review of the medical records did not reveal any allegation against any fresenius products. The peritoneal dialysis culture did not grow any organisms, only an elevated cell counts were noted on a culture drawn four days after admission. The peritonitis was unlikely related to use of fresenius products for peritoneal dialysis and likely related to patient technique. A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.

Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During a follow-up call a nurse reported the patient had been admitted for peritonitis. Treated with vancomycin 2g ip and discharged on (B)(6) 2016. Further doses vancomycin were received on (B)(6) 2016. The patient's nurse also reported that as of 06/28/2016 the event of peritonitis had resolved. The peritoneal dialysis catheter was scheduled to be removed on (B)(6) 2016.